Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. Customer reported receiving a 'hi' message (greater than 500 mg/dl) and thus self-treated with "extra" insulin (dose/type unknown). Customer reported having ice cream but later experienced hypoglycemic symptoms described as "feeling very bad", dizziness, and losing consciousness. Emergency medical services were called and a firefighter administered sugar. Customer regained consciousness and no further treatment was required. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Additional information: (device mfg date) has been updated based on the returned product. Visual inspection performed on the returned sensor patch and no obvious defects observed. Performed visual inspection on sensor plug assembly, no failure mode was observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (normal termination). Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. No product deficiency was identified.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. Customer reported receiving a 'hi' message (greater than 500 mg/dl) and thus self-treated with "extra" insulin (dose/type unknown). Customer reported having ice cream but later experienced hypoglycemic symptoms described as "feeling very bad", dizziness, and losing consciousness. Emergency medical services were called and a firefighter administered sugar. Customer regained consciousness and no further treatment was required. There was no report of death or permanent impairment associated with this event.